Event description:
It was reported that a cartridge alarm occurred with multiple cartridges. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.